Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an upper arm vessel. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an upper arm vessel. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to its rate of burst pressure three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. Visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.